Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seals failed to unravel properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report # 2242352-2013-0455 and 2242352-2013-01313 for related reports.

Manufacturer narrative:
Upon evaluating the device, visual inspection showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, anchor tab and seal were not returned. The green slide lock and the white plunger were depressed on the delivery device. Based upon the evaluation results, the reported complaint could not be confirmed; however, it was confirmed for premature deployment. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).